Manufacturer narrative:
The product associated with this report remains implanted. Based upon the implant date provided by the reporter the connector type is either a taper ii or rapidport ez strain relief. Visual examination may determine the connector type associated with this report. No additional info has been reported to allergan regarding the serial number or catalog number. Device labeling addresses the possible outcome of leakage as follows: deflation of the band may occur due to leakage from the band, the port or the connector tubing". Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction".

Event description:
Healthcare professional reported a lap-band "leak" first noticed when the pt reported "loss of satiety/restriction." The lap-band system has not yet been removed or replaced.